Event description:
It was reported that patient underwent uneventful ilasik in both eyes on (B)(6) 2015. Patient presented at one day post treatment with striae in right eye. On (B)(6) 2015 patient was brought back to the laser suite and the right flap was stretched and repositioned. (B)(6) 2015 visual acuity sans corrected (vasc) in right eye was 20/50. Pinhole not done. 20/20 in left eye. (B)(6) 2015 vasc 20/20 in both eyes.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.